Manufacturer narrative:
Per the t:slim x2 user guide, "make sure that insulin is at room temperature before filling the cartridge." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received intermittent inaccurate fill estimates and the insulin gauge remained static. Customer's blood glucose level was 177 mg/dl. Reportedly, the customer had loaded the cartridge with cold insulin. Tandem technical support educated the customer on loading room temperature insulin into the cartridge.